Event description:
The manufacturer received a report that a trilogy ev300 ventilator was displaying error messages in the event log. There were no reports or allegations of patient harm or injury. The device was not reported to be in patient use. The device was evaluated by a field service engineer (fse). The device log files were successfully downloaded and reviewed in full. A ¿vent service required¿ alarm was identified, indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. It was reported that this condition may be associated with debris in the air path resulting from failure to use or replace filters as recommended. The device will be collected and forwarded to the bench for further investigation. No replacement parts were required at this time. Additional errors observed during the review were determined to be related to user error and incorrect prescription settings. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.